Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. (B)(6). Patient information has been requested, but was not available at the time of this report.

Event description:
It was reported to philips that the device "equipment did not discharge the charge" during a therapy attempt. Another defibrillator was used and the patient's condition was reversed. There was no injury to the patient.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The fse reported the equipment was submitted to the performance tests required in the service manual. No error logs were detected. All tests passed/approved. Event summary ECG strips were not available for further evaluation. No malfunction was detected. The device passed all performance assurance testing and was placed back in service. Philips cannot rule out a malfunction of the device at the time it was reported, but the failure to discharge is most consistent with use error (either insufficient patient contact or failure to discharge within the required timeframe). There is no indication of a systemic problem; no further investigation or action is warranted.